Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during trigger wire removal the proximal edge of the graft became misaligned. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14jul2022: the device was deployed as per IFU. It was fully unsheathed. At that time everything look good. The black nut was loosened. Then the handle was rotated in the direction, the arrow was felt. It was noticed it didn¿t sound the same as usual. They turned until it stopped. It was during the rotating of the hand and handle only that the misalignment occurred .

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 79-year-old male patient with a preexisting dissection underwent an unspecified procedure with a zta-p-44-179-w. The device was deployed and fully unsheathed without complications. During trigger wire removal (rotation of the handle) the proximal edge of the graft became misaligned. According to the user the clicking sound was louder than recalled and it also seemed to take more turns to get to the stop point. Four grafts in total were used during the procedure. No adverse events to the patient were reported and the patient was doing well post procedure. A preoperative CT study and three still images of an angiography during procedure was provided and reviewed by an imaging expert. According to the imaging review the proximal landing zone of the zta device was in the ascending aorta (zone 0). Furthermore, the device was used for the treatment of an aortic dissection. Upon deployment in the aortic arch, the proximal segment is deflected inward towards the lesser curvature of the arch with severe angulation nearly perpendicular to the aortic wall. This is addressed with proximal extension and re-lining of the graft with additional zta components. The event cannot be fully assessed as video imaging is not available. Four zta-p devices were returned for device evaluation. Each device was marked with a, b, c and d for identification. All ends of all wires were inspected in the stent graft end for burrs, indentations or other that could have been catching the stent graft during deployment. No abnormalities were observed. Based on the distances between the dilator tips and the gray positioner tips of the four returned devices, device d was assessed to be the complaint device (zta-p-44-179-w). However, a faint sound was present when rotating the handle on device a, indicating that it is device a that ¿didn¿t sound the same as usual¿. Review of the device history record gave no indication of the device being produced out of specification. The IFU states that "the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair." Consequently landing in zone 0 is outside the IFU. Based on the provided information and device evaluation an exact cause for the event could not be established, but it is possible that landing the device in the aortic arch could potentially have contributed. It is noted that the device is used for a patient with dissection which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.